Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct h10. The reprocessing information included in h10 was inadvertently omitted from the initial medwatch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the device before sending it back to olympus. There was no delay to the start of pre-cleaning, which was properly implemented. The customer raised and lowered the forceps elevator three times by turning the elevator control lever while aspirating and immersing. There were abnormalities in the accessories used for reprocessing. The customer brushed the forceps elevator. The customer flushed detergent solution around the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical damage to the equipment may have prevented the removal of the foreign object. Regarding the physical damage, it can be confirmed from the inspection results that water tightness was lost due to the wear of the forceps elevator lever. It was further noted that the foreign material could not be identified and reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: by following the description of the following items, the subject phenomenon may be prevented. [Instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260] ·chapter 6 compatible reprocessing methods and chemical agents ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus fora device evaluation. In addition to the reported in b5, the device evaluation found the following: due to wear of forceps control lever the water tightness was lost, due to pinching on the bending section cover the water tightness was lost, due to wear of the angle wire the bending angle in up direction did not meet the standard value, due to wear of the angle wire the play of upward/downward angulation control knob was out of the standard value, the adhesive on the bending section cover was detached, the adhesive on bending section cover had a crack, switch 1 had a cut, the paint on air/water cylinder was peeled, the suction cover plate was unclear, the connecting tube had a scratch, and due to a scratch on the acoustic lens (damage level; does not reach to the glue-layer), it had a snag on it. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope had a pinhole from the operation unit. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign object near the forceps stand. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.